Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was confirmed and reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high readings). The downstream pressure plate gap was also found out of specification. The downstream shim was reworked to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. The customer reported that no medical intervention was necessary. However, any patient involvement or injury is unknown.